Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and cyst ("major cysts in my belly") in a 45-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cyst (seriousness criterion medically significant), ovarian cyst ("ovarian cyst"), arthralgia ("knee constantly pops and so much pain"), synovial cyst ("cysts behind my knee") and amnesia ("I constantly forget things"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, cyst, arthralgia, synovial cyst and amnesia outcome was unknown and the ovarian cyst had not resolved. The reporter provided no causality assessment for amnesia, arthralgia, cyst, ovarian cyst and synovial cyst with essure. The reporter considered pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: I constantly forget thing. Most recent follow-up information incorporated above includes: on 19-nov-2018: new event I constantly forget things and reporter were added from social media post. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and cyst ("major cysts in my belly") in a 45-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cyst (seriousness criterion medically significant), ovarian cyst ("ovarian cyst"), arthralgia ("knee constantly pops and so much pain") and synovial cyst ("cysts behind my knee"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, cyst, arthralgia and synovial cyst outcome was unknown and the ovarian cyst had not resolved. The reporter provided no causality assessment for arthralgia, cyst, ovarian cyst and synovial cyst with essure. The reporter considered pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 23-mar-2018: new reporter added. New event: pain added. Event medical device removal is replaced with pain and incident category changed incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('uterus was enlarge and e-hell was going into it'), pelvic pain ('pain') and cyst ('major cysts in my belly') in a 45-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), cyst (seriousness criterion medically significant), ovarian cyst ("ovarian cyst"), arthralgia ("knee constantly pops and so much pain"), synovial cyst ("cysts behind my knee"), amnesia ("I constantly forget things"), uterine enlargement ("uterus was enlarged") and gait disturbance ("from the insertion I couldnt walk in my house"). The patient was treated with surgery (essure removal and surgery for essure remove). Essure was removed. At the time of the report, the device dislocation, pelvic pain, cyst, arthralgia, synovial cyst, amnesia, uterine enlargement and gait disturbance outcome was unknown and the ovarian cyst had not resolved. The reporter provided no causality assessment for amnesia, arthralgia, cyst, ovarian cyst and synovial cyst with essure. The reporter considered device dislocation, gait disturbance, pelvic pain and uterine enlargement to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: I constantly forget thing, uterine enlargement and device dislocation. Most recent follow-up information incorporated above includes: on 13-nov-2019: social media received- new event uterus was enlarge and e-hell was going into uterus ,couldn't walk were added. Reporter information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('uterus was enlarge and e-hell was going into it'), pelvic pain ('pain') and cyst ('major cysts in my belly') in a 45-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), cyst (seriousness criterion medically significant), ovarian cyst ("ovarian cyst"), arthralgia ("knee constantly pops and so much pain"), synovial cyst ("cysts behind my knee"), amnesia ("I constantly forget things"), uterine enlargement ("uterus was enlarged"), gait disturbance ("from the insertion I couldnt walk in my house") and blepharospasm ("left eye twitching"). The patient was treated with surgery (essure removal and surgery for essure remove). Essure was removed. At the time of the report, the device dislocation, pelvic pain, cyst, arthralgia, synovial cyst, amnesia, uterine enlargement, gait disturbance and blepharospasm outcome was unknown and the ovarian cyst had not resolved. The reporter provided no causality assessment for amnesia, arthralgia, cyst, ovarian cyst and synovial cyst with essure. The reporter considered blepharospasm, device dislocation, gait disturbance, pelvic pain and uterine enlargement to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: I constantly forget thing, uterine enlargement and device dislocation. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received- new event left eye twitching was added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("essure removal") and cyst ("major cysts in my belly") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), cyst (seriousness criterion medically significant), ovarian cyst ("ovarian cyst"), arthralgia ("knee constantly pops and so much pain") and synovial cyst ("cysts behind my knee "). Essure was removed. At the time of the report, the medical device removal, cyst, arthralgia and synovial cyst outcome was unknown and the ovarian cyst had not resolved. The reporter provided no causality assessment for arthralgia, cyst, medical device removal, ovarian cyst and synovial cyst with essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.